Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 30 stent successfully implanted in the right internal carotid artery (rica) during the study index procedure. During the procedure, the patient was reported to have experienced a transient ischemic attack (tia) characterized by aphasia. The event was unrelated to a cordis product or anticoagulation and was related to the study procedure. The patient recovered fully, with no deficit. No intervention was performed. The patient was discharged two days after the procedure. The patient was asymptomatic for the procedure. The rica target lesion was reported to be: ostial, a 95% stenosis, 20 mm length, ulcerated, no thrombus, severely tortuous, 7.0 mm reference diameter, and moderately calcified. A 6 mm angioguard embolic protection device was used. The residual stenosis was 0%. Addendum: review of the adjudication minutes indicated the patient did not have a transient ischemic attack (tia) but that during post-dilatation, the patient experienced significant bradycardia which required a valsalva maneuver and IV atropine. Transient right facial droop and left sided weakness were reported. The patient's symptoms "resolved with an increase in blood pressure". Completion angiography revealed excellent expansion of the stent and patency of the right carotid system. The site reported a 0% final residual stenosis with no dissection. When transferred to the recovery room, the patient was noted to be conversant, oriented, following commands and moving all extremities well.

Manufacturer narrative:
The device remains implanted and is not available for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the cc has been updated upon receipt of the adjudication minutes. The report received from the (B)(4) study indicated that the patient had a precise 9 x 30 stent successfully implanted in the right internal carotid artery (rica) during the study index procedure. On (B)(6) 2011, he underwent the index procedure with delivery of the angioguard rx ecgw. Pre-dilatation was performed which resulted in "minor" self-limiting bradycardia. One precise pro rx stent was then placed in the ostium of the right ica. During post-dilatation, the patient experienced more significant bradycardia which required a valsalva maneuver and IV atropine. Transient right facial droop and left sided weakness were reported. The patient's symptoms "resolved with an increase in blood pressure". Completion angiography revealed excellent expansion of the stent and patency of the right carotid system. The site reported a 0% final residual stenosis with no dissection. When transferred to the recovery room, the patient was noted to be conversant, oriented, following commands and moving all extremities well. The patient was discharged two days after the procedure. The patient was asymptomatic for the procedure. The rica target lesion was reported to be: ostial, a 95% stenosis, 20 mm length, ulcerated, no thrombus, severely tortuous, 7.0 mm reference diameter, and moderately calcified. A 6 mm angioguard embolic protection device was used. The residual stenosis was 0%. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15375427 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15375427. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.